Manufacturer narrative:
The reported curved ultra fast-fix assembly, used in treatment, was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. Approximately 1.25 inches of the distal end of the delivery needle has been broken off confirming the reported complaint. The broken portion is bent and twisted. The portion of the needle that remains attached to the handle is also bent and twisted. The condition of the device indicated the delivery needle was bent during use causing the reported failure. Per the device instructions for use under warnings ¿do not bend delivery needle¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a meniscus repair surgery, the needle of the ultra fast-fix was broken when it was being used. No ts had been anchored in the meniscus and the broken pieces were removed from the patient with pliers. A backup device was available to complete the procedure with no significant delay or patient injuries. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.